Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s white power lead being broken was confirmed, as the returned system controller (serial number (B)(6)) was observed to have a damaged white connector upon arrival, as the bend relief portion had detached from the connector portion of the power lead. The controller was functionally tested and performed as intended throughout all testing despite the connector damage. A log file was extracted from the controller during testing, and no atypical events were observed. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook, section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use, section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the white lead of the system controller was cracked and broken. The system controller was exchanged.